Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfile for the day of treatment shows no relevant error or warning messages. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test were performed without any issue. The logfile shows multiple successfully performed treatments. The treatment could be identified in logfile. The user performed an energy check before this patient. The energy was stable during treatment day. The logfiles show the treatment was performed successfully without any issue. No technical root cause could be identified during logfile review. A technical root cause could be excluded, as the system was working within specification. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with a treatment error noted one month post photo refractive keratectomy (prk). The target used to calculate the monovision refraction was plus instead of minus. The incorrect treatment was delivered. The patient will be retreated at a later date. Additional information provided stated the treatment was planned incorrectly. The patient was not treated with a hyperopic treatment to create a myopic outcome. The myopic treatment left the residual hyperopic refractive error.